Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units balloon ruptured. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. It was reported that during use cardiosave intra-aortic balloon pump (iabp) "balloon rupture". A getinge field service engineer (fse) was able to reproduce the customer's complaint, blood contamination was confirmed in pim and sd. Fse replaced pneumatic module assembly and safety disk due to contamination. Equipment calibration implementation, overall inspection results are good. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Patient involvement was there, no harm reported.